Manufacturer narrative:
(B)(4)

Event description:
It was reported that a change in thresholds had occurred on the right ventricular lead. No patient symptoms were reported. The lead was capped and replaced.